Event description:
It was reported that prior to use, there was incomplete deflation of the white cuff. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No fault found. The reported defect could not be detected on the returned sample.